Event description:
It was reported that during a surgery, blood leaking occurred from the prosthesis, which required usage of glue and prolonged surgery. The graft remained implanted.

Manufacturer narrative:
A remaining fragment of the complaint device is being sent to an outside laboratory for scanning electron microscopy analysis. A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing of seven products coated on the same day and under the same conditions as the complaint device indicates values well within product spec. One retention sample coated on the same period and under the same conditions as the complaint device underwent water permeability testing at 120 mmgh as per iso 7198. The test result indicated a value well within product spec. The investigation is still on going. A f/u report will be submitted upon completion of the investigation.